Event description:
It was reported the reservoir leaked insulin into the reservoir compartment. Customer had a hyperglycemic event with unknown blood glucose values. The reservoir is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-15406.